Event description:
It was reported that maxguard extension set with standard needless connector that tubing was not priming. The following information was provided by initial reporter and the verbatim: "my cardiac cath lab team has escalated a second time their concern with the tubing below not priming. The product is mx9175, lot # 23019031. She said that during cases this weekend the functionality was hit or miss. When they couldn¿t get the tubing to prime they just kept hooking up a new set until they found one that would prime. This is a huge waste and delays patient care. "

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing is not priming could not be verified due to the product not being returned for failure investigation. A device history record review for model mx9175 lot number 23019031 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that maxguard extension set with standard needless connector that tubing was not priming. The following information was provided by initial reporter and the verbatim: "my cardiac cath lab team has escalated a second time their concern with the tubing below not priming. The product is mx9175, lot # 23019031. She said that during cases this weekend the functionality was hit or miss. When they couldn¿t get the tubing to prime they just kept hooking up a new set until they found one that would prime. This is a huge waste and delays patient care. "